Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's pump had to be removed due to eri and that the pt's catheter had to be removed due to occlusion. The removal date was not reported. The pt recovered without sequelae. The drug in the pump at the time of the event was not reported. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.